Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was able to verify the customer's reported issue. Bench testing revealed no physical damaged. Also verified with inspiration valve self test and the issue was isolated to the inspiration block assembly. The inspiration block assembly was replaced and the issue was resolved. The suspect device/component passed all testing and met all specifications.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 experienced alarm 300 (device in failsafe) and alarm 401 (inspiration valve or device leaky) during check out procedure. The customer confirmed there was no patient involve associated with the reported issue.